Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/10/2014 with the following findings: a battery compartment crack was observed. The returned battery cap threads were damaged; a test cap was able to be properly secured to the pump. There was evidence of moisture within the battery compartment and on the underside of the returned battery cap. No moisture was observed on the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored. Leak testing revealed a display lens leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.